Manufacturer narrative:
H3: product analysis: part # cx01a; lot # el70328 visual inspection confirmed the cement has been used and dried in the mixer tube. It appears most has been dispersed/used. Unable to determine viscosity at the time of mixing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the cement coagulated faster. While mixing cement in normal situation cement came out very thick. It broke the head off of the mixer while pulling it out of tube. Unable to get thick cement to release from the mixer. Tried to plunge cement into canisters for delivery and could not get it to fill canisters. Eventually opened a second kit as well as cement kit and had no issues. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the event occurred during set-up at back table.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.